Event description:
A report was received that the patient had difficulty urinating. The physician was unsure if the problem urinating was device related. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's scs system was not functioning. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional information was received that the patient had charging issues after a non-device related surgery where electrocautery was suspected to have damaged the ipg. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) the explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
.